Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The customer's calibration and qc data were requested but not provided. The evaluation of general precision was not possible. Per product labeling, the measuring range for ethanol is "0.101-4.98 g/l." Based on the available information, the investigation confirmed the results with the initial ethanol reagent pack were close to the lower end of the measurement range. The ethanol result from the new reagent pack was below the measurement range. The investigation determined the evaporation between measurements with the first ethanol reagent pack and the new ethanol reagent pack could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ethanol gen.2 results for one patient tested on a cobas 8000 c 702 module serial number (B)(4). The customer's internal ethanol result cutoff is 0.1 g/l. The patient's initial result and first repeat result were reported outside the laboratory. The patient's physician questioned the results. The customer reported patient results have recovered higher if there are a reduced number of tests available in a reagent pack. The customer performed a repeat measurement with a new reagent pack. At 08:37, the patient's initial ethanol result was 0.12 g/l. At 09:05, the patient's first repeat ethanol result with the same reagent pack was 0.12 g/l. At 10:12, the patient's second repeat ethanol result with a new reagent pack was 0.02 g/l.